Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.the patient was reimplanted with a new device on (B)(6), 2011.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
Correction: the correct catalog number is 92126 ; not 90430 as previously reported. This report is filed (B)(4), 2013.